Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual insulin injections for insulin therapy. Reportedly, the customer did not have backup therapy and would contact their healthcare provider to obtain alternate insulin therapy.